Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was above 500 mg/dl; cause was unknown but customer alleged it was related to the occlusion alarm. A bolus via the pump was administered to address elevated bg level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.